Manufacturer narrative:
Conclusions: only a portion of the lead was returned for product analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had their vns explanted due to being seizure free. It was not replaced. During product analysis, it was noted that the patient had high lead impedance that was detected by their generator on (B)(6)2009. The lead assembly was returned in one portion. The majority of the lead assembly (body) including the electrodes and tie downs were not returned, therefore a complete evaluation could not be performed on the entire lead product. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead. Abrasions were observed in various locations. The abrasion marks were possibly caused by wear and did not penetrate through the insulation. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the high impedance. Note that since the majority of the lead assembly (body) including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Good faith attempts are being made for additional details about the event.